Event description:
It was reported that the pt had a pump replacement in 2008. The catheter was not changed out, as it was noted to be patent (drug was noted to bubble at the catheter tip - no drug was aspirated from the catheter). The pump was primed on the back table (a 0.3 ml bolus was primed over 19 minutes) to prime the pump internal tubing. The implanted catheter was clamped prior to attachment to the new pump. After 19 minutes was completed, the pump was attached and implanted. The pump was then programmed to cancel the bolus (as it was completed), and was programmed with a simple continuous dose of 325 mcg/day (per nurse practitioner's orders) - the pt was previously on 360 mcg/day. On the next day, at 4 a.m., it was noted that the pt began experiencing withdrawal symptoms. The pt had increased heart rate and restlessness and was given roxicet, times 2, for pain, by 9 a.m., the pt's whole body was twitching with possible seizure activity. The pt was sweating and his face was red (his heart rate was still elevated). At 9:30 a.m., the pump was interrogated and a 25 mcg bolus was given; the dose was increased to 350 mcg/day. Valium, 5 mg IV, was given. Oral baclofen was ordered at 20 mg, 4 times daily, IV fluids were started and npo orders were given. It was indicated that the pt slept on and off all night. Twitching was noted during the evening and night by the pt's father. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.